Event description:
It was reported that the user experienced hyperglycemia after lunch while using the ilet for several days, with concern about whether the tubing fill was completed correctly during a recent cartridge and infusion set change on a cd set. Symptoms included elevated blood glucose up to 347 mg/dl with trace ketones, without acute complications. Outcomes included no medical intervention, no hospitalization, and resolution with glucose trending down to 208 mg/dl following troubleshooting and education. Investigation included user coaching on early ilet adaptation, recommendation to replace infusion supplies, and follow-up monitoring of glucose trend. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause during the learning period and possible user technique issue related to tubing fill or infusion set function. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.